Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a 1 week post-op follow-up check, crosstalk was observed. Programming changes were made. The patient will be followed normally.